Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with excessive silicone on 4 syringes in the pack creating suction when pulling back the plunger.

Manufacturer narrative:
Investigation summary: one photo of a loose 10ml syringe with the plunger pulled back to approximately the 0.5ml line was received. It was observed the silicone is visible on the stopper and the bottom of the barrel. However, it appears to be the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in photos received. The sample will be required for product defect confirmation and further investigation. Our manufacturing process has controls in place to ensure proper silicone amount is added to syringe barrels during processing. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with excessive silicone on 4 syringes in the pack creating suction when pulling back the plunger.